Event description:
Patient reported the infusion device did not correctly display the w2 battery low warning message. Infusion device was replaced and requested for evaluation. No physiological effects were reported, and patient did not require treatment from a health care professional or second party to address the issue. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.